Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
It was reported that customer dropped his insulin pump and it fell on an iron chair leg. The display is now cracked in several places. The lower right corner of the display is completely black. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Customer's blood glucose was unknown. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding display glass, a cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.